Event description:
This lv lead was implanted on (B)(6) 2007 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that representative was asking about history of high lv pace impedance as noted on communicator. Technical services reviewed and noted that lv impedance went high in mid (B)(6), from 900's ohms to >2000 ohms. There was no yellow alert as it was not configured for the patient. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).